Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and presence of ketones. The blood glucose reading was close to 500 mg/dl. The customer's mother stated that the customer was hospitalized on (B)(6) 2014 and released the following day. The cause of the high blood glucose was unknown. The caller stated that the customer was getting insulin but possibly not enough. She noted that the customer had been treated before bed with a basal setting change, and the blood glucose shot up overnight. The customer was treated with fluids upon admittance. The insulin pump was removed during treatment in the hospital, but the customer resumed insulin pump therapy upon discharge. The most recent blood glucose reading was 221 mg/dl. The caller stated that she would monitor the device. Nothing further reported.